Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user contacted support for supply change assistance and disclosed persistent hyperglycemia around 308 mg/dl before bedtime followed by nocturnal hypoglycemia, with frustration regarding the ilet algorithm; review of device reports showed inconsistent meal announcements, frequent use of ¿less than¿ meal entries, and meal entries seemingly used as corrections, leading to ineffective carbohydrate dosing and aggressive corrections, and the user was advised on appropriate meal announcement practices and scheduled for refresher training. Symptoms included hyperglycemia and hypoglycemia. Outcomes included the need for troubleshooting and user education without hospitalization. Investigation included review of uploaded device data and user coaching on system use. Investigation of this case revealed user technique issues related to meal announcement behavior and correction practices, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error.